Event description:
A report was received that the patient was experiencing discomfort due to ipg location was very low. The patient underwent a revision wherein the ipg was relocated. The patient was doing well following the procedure.